Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 3.2, lab: 2.5, mean: 2.85, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required. As of 09/15/2009, 7 discrepant result complaints were reported for lot # 213040 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required as product deficiency was not established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as folows:" date: (B)(6) 2009, inratio: 3.2, lab: 2.5.